Event description:
It was reported that during an unk procedure, the device would not release after firing. There was no pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.